Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were in a car accident and their device has been deactivated, they think it's from the trauma of the car accident. Patient said the manufacturer representative (rep) told them it could have dislodged due to a trauma, now they have to have surgery because they said something has separated and they need to speak to someone who can help them and provide documentation that a car accident can cause it to be deactivated. Rep reported they performed an impedance test which showed impedances on the electrodes. Reviewed some device activity compatibility information and offered to send the patient therapy manual. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rr8j serial#, implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the impedance issue was intermittent.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was unable to turn up the amplitude on their programs, impedance was found on all four electrodes upon interrogation. Once the physician and medical team were notified of the impedance immediately following the in-office check, they decided to schedule to replace the lead on (B)(6). The provider was aware of everything found upon device interrogation.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.